Event description:
It was reported that 911 was called and the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels, pancreatitis, inflammation and the customer fell. Customer's blood glucose levels at the time of hospitalization was over 700mg/dl. The customer was not wearing the insulin pump for a week prior to the time of hospitalization. It was also reported that the customer received a battery out limit alarm. Customer's blood glucose level at the time 90mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).